Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported, that an unspecified malfunction alarm occurred. The customer resumed insulin delivery. And has manual therapy available if needed. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. Additionally, a different issue was identified. The information will be used for tracking and trending purposes.